Event description:
It was reported that the user switched to a dexcom g7 and initially experienced a pairing failure with the cgm, after which the user toggled g6/g7 settings and reentered the pairing code, restoring connection; during this period the ilet alerted to high glucose and the user¿s blood glucose reached a peak of 381 mg/dl and remained out of range for about three hours before readings resumed and trended down. Symptoms included no reported clinical symptoms. Outcomes included no need for outside assistance and no medical intervention or hospitalization. Investigation included troubleshooting and education that confirmed successful reconnection of the cgm and proper ilet alerting. Investigation of this case revealed a temporary cgm pairing failure with successful reestablishment of communication, after which the system functioned as intended. It was concluded, based on previously established findings for similar reports, that the cause was user-performed reconnection steps resolving a transient connectivity issue.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.